Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An exterior visual inspection was performed and passed. Receiver charge and boot passed. Calibration and pairing test was performed and passed. Functional testing was performed and passed. The receiver log was downloaded and reviewed. Log review showed screen out of range alarms within the incident date. Confirmation of the complaint was confirmed via product. The root cause could not be determined via product.